Manufacturer narrative:
The lens was returned and evaluated. Visual inspection found that the optic was cut or torn in half. One haptic was bent. Further functional testing could not be performed due to the condition of the lens. Device history records were reviewed and no discrepancies or anomalies were found. Attempts to get more information about this event were unsuccessful. Based on the available information, the root cause of this event cannot be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was implanted and removed because it would not set in the eye. The incision was not enlarged and sutures were not required. The patient was aphakic at the end of the surgery. Additional information regarding this event was requested but was not received.